Event description:
Nine months post initial procedure the pt experienced in-stent restenosis. The pt was admitted to the hospital with a chief complaint of angina and was taken electively to the cardiac cath lab where angiography revealed 2-vessel coronary disease.